Event description:
The customer reported a leak from the lh750 hematology system. Earlier, before noticing the leak, the customer had vent line sensor (vls) diluent errors on the instrument and noticed a leak beneath the needle. The needle was replaced by the customer. After replacement a second leak was noticed and appeared to have been caused by vacuum chamber (vc22) since it was partially filled with a bloody fluid. Service was called at this point. The (field service engineer) fse observed that the leak was caused by a needle rinse overflow and found a blockage in the needle waste line path. The blockage was removed and repair was verified per established procedure. The root cause for the leak was attributed to a blockage at the needle waste line. No affect to patient results or harm to the operator was reported. However on a recur, the operator may be exposed to biohazardous materials.

Manufacturer narrative:
(B)(4).